Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "prior to use, there was an endoscope issue asking to reboot the storz. A reboot of the storz and a reboot of the whole system did not solve the issue. The system was turned off, unplugged from the wall and was re-plugged. This did not solve the problem. It was discovered the issue was due to incorrect settings of the storz. After connecting a keyboard all the settings could be set back to normal and proceed with the procedure with 60 minutes of delay. There was no patient injury".